Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) implantation date had changed and data previous to the new implant date had all been erased. It was confirmed that the patient had an ablation procedure the same date as the new implant date. No troubleshooting took place but the device will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.